Event description:
Customer indicated that the number of vwf activity to vwf antigen ratios has been increasing. Too many ratios are greater than 1.5.

Manufacturer narrative:
Attach is a synopsis of the testing to date and the investigation that is on-going at the contract MFR, biokit. A follow-up report will be filed as soon as the conclusion and risk assessment are finalized. Conclusion: a review of the difference between columns b and c as well as the ratios in columns d and e indicates that there are some samples for which incubation with bovine igg caused the vwf activity result and thus the ratio to decrease, which suggests the presence of habia in these pt samples. Status: biokit is currently performing further investigation of the reagent.